Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with approximately 110 units of insulin during the load process. There was no impact to the customer's blood glucose level. Customer stated that more insulin would be added the cartridge and reloaded after the call with tandem technical support. The customer declined further troubleshooting.